Event description:
The following was reported to hamilton medical ag: before use, there is a phenomenon of sealing self check failure, which cannot pass the self check and cannot be used. After detailed inspection, the power supply voltage of the host is normal, but there is no voltage feedback on the pressure control main circuit board, indicating control failure. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4, h11 as a result of your alignment with gudid.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: before use, there is a phenomenon of sealing self check failure, which cannot pass the self check and cannot be used. After detailed inspection, the power supply voltage of the host is normal, but there is no voltage feedback on the pressure control main circuit board, indicating control failure. No patient involvement.